Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 and other occasions, with blood glucose in the 30 mg/dl range at the time of the incidents. The customer was at 216 mg/dl at the time of the call, and treated with the pump and manual injections for the high. The customer was given juice to treat. The customer experienced symptoms such as convulsions and confusion. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed. The customer state that they occasionally get highs in the 250-350 mg/dl range, but sometimes in the 400 mg/dl range. The insulin pump will not be returned for analysis.